Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected via a manual injection of insulin. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.